Event description:
Customer reportedly obtained a result of >900 mg/dl on the advantage meter. The device's numeric reading range is 10-600 mg/dl. No action taken on device result. No adverse event reported. Result not found in device memory. Requested return of suspect device and a replacement was sent.